Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The represented reported that the fuses on the viewing station of the imaging system had opened. The representative reported that they replaced the fuses and the reported issue was resolved. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the line power light on the viewing station of the imaging system was not illuminated. No additional information was provided. There was no patient present when this issue was identified.